Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel disfunction. It was reported, that it didn't seem like the device was working at all. And the pain was coming back in their hips. The patient said, the device was helping their symptoms until they had the device shut off and turned back on at the hospital, a couple months ago for a MRI. Reviewed how to connect to the implant. The patient was able to connect and increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. The patient said, when they were at the hospital for an MRI, they had to use a different communicator, because they were not able to connect to the ins with the patient's. During the call, the external devices were working as intended.